Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that an increase in threshold was observed. It was further reported at the previous follow up the saved electrocardiogram (ECG) showed acceptable threshold, intermittently no capture of stimulation, and impedance variation (200 ohms) within normal range. The lead was replaced, and no complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed; no anomalies were found. Blood/body fluid was present on the distal conductor. It was observed the proximal conductor was distorted, apparent explant damage.